Event description:
The customer reported that the "battery pca board pins bent/sunken and intermittently loses connectivity with the battery when unit is moved. "There was no pt involvement".

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.